Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the suture plug detachment issue as it was evident for the provided photo where needle was noted to be inserted into the suture hole where it was usually covered with silicon plug. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during the port placement procedure, it was noticed that the suture hole of the port body was allegedly detached. The port system was implanted. There was no reported patient injury.

Event description:
It was reported that during the port placement procedure, it was noticed that the suture hole of the port body was hollow. The port system was implanted. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023). Device not returned.